Event description:
According to the reporter, the surgeon squeeze the handle to clamp the tissue of splenic hilum, however did not feel of clamping the tissue properly, stopped using the device. Then opened the jaws and removed the device from the tissue. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.